Event description:
Pt has lyme's diagnosed, started IV roc (B)(6) 2009. And zithromax 250mg IV every week. Pt has PICC line. Nka. Developed rash on arm where PICC line is 1 month after starting IV abx. Rash is from shoulder to wrist. Different central line dressings work better for him. Pt went to emergency room (B)(6) 2009 and doctor discontinued rocephin and zithromax but PICC line remains.